Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: adverse event only. Concomitant medical products: head catalog#:unk lot#:unk, m/l taper kinectiv stem catalog#:unk lot#:unk, liner catalog#:unk lot#:unk, m/l taper kinectiv neck catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07046, 0001822565-2017-07047, 0001822565-2017-07049, 0001822565-2017-07985.

Event description:
It was reported that the patient has undergone approximately four (4) unknown procedures and/or debridements due to continuing infection and pain, and recurrent dislocation. No further information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown stem, unknown head, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07047, 0001822565-2017-07046, 0001822565-2017-07049.

Event description:
It was reported patient underwent hip revision due to infection.